Event description:
It was reported by service report that the right side rail was not latching and the fowler cylinder was leaking onto the floor. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.